Manufacturer narrative:
Initial reporter name and address:: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual evaluation: visual analysis of the photographs identified: red encapsulation on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported ruptured device. The device was explanted and replaced with a non-allergan device. Left side.